Event description:
The complainant has reported that an animal (breed unk) underwent a therapeutic procedure for treatment, placement of an ultraflex tracheobronchial stent (date unk). It is reported that the stent broke while in the animal (date unk). Bsc is not aware of any intervention needed or performed in this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.